Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay pro custom device. The relay pro custom device is not marketed in the u.s, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4))."

Event description:
"An email was sent on (B)(6) describing the follow up for a patient that had received a custom relay pro arch branch system in (B)(6) 2016. Based on the content of the email, an apparent type iii endoleak was observed in a CT that was done approximately nine months post implant. The patient was treated in (B)(6) 2016, and the CT was taken on (B)(6) 2016. The original communication from dr. (B)(6) taken from the email is shown below: we have some trouble with the branch stent graft of mr (B)(6) done in (B)(6) 2016 everything was perfect with a complete exclusion of the lesion up to the last CT ((B)(6) 2016). On this exam we note a large opacification of a lesion at the level of the end of the ascending aorta. It is difficult to explain the type of endoleak. I don't believe it is a type I a, as the leak appear at the end of the ascending aorta with a long overlap of a normal aorta, in the inner curve of the arch. It is not a type I c from the branches. It is not a type iii or type ii el. So I have a doubt on a fabric tear (the stents seems to be ok) ? Attached to the email were several images from the CT. Based on the images attached, there appears to be a hole in the device that corresponds to the location of a bare stent from a previously placed relay endograft. In the pre-case plan, the previous relay endograft is shown, with the bare stent protruding in the aneurysm. The follow up CT shows that there is an endoleak that corresponds to the location of the peaks of the bare stent from the previously placed relay endograft: the channel of contrast from the hold in the graft is evident below" patient outcome: "no information regarding any changes in the patient's condition has been provided."